Event description:
Patient was revised on (B)(6) 2012 to address liner fracture and disassociation from the cup, and again on (B)(6) 2013 for the same reason, which the surgeon said may have occurred due to the cup being too vertical. Poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised on (B)(6) 2012 to address liner fracture and disassociation from the cup, and again on (B)(6) 2013 for the same reason, which the surgeon said may have occurred due to the cup being too vertical. Poly wear was also reported. Doi (B)(6) 2008 - dor (B)(6) 2012 (liner & head) & (B)(6) 2013 (cup, liner, head) (left hip). Update: (B)(6) 2013 - patient's primary and revision operative records were received. Records indicate upon revision light black fluid was found in the joint along with burnishing inside the cup. There is no new information that would change the outcome of the investigation. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Operative notes and one poor quality x-ray image was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.